Manufacturer narrative:
Detailed analysis revealed this device experienced premature battery depletion. No evidence of advisory issues were found in the device memory or operation. The cause of the premature battery depletion was unknown. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. This device electrically functioned according to specifications.

Manufacturer narrative:
Once analysis is complete this event will be updated and resubmitted.

Event description:
--

Event description:
Boston scientific post market quality assurance laboratory received this implantable pacemaker with no field allegations. Initial analysis revealed a possible product performance issue. Therefore, this device was forwarded for details analysis. No adverse patient effects reported with the return of this device.